Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion in the device and all three main circuit boards damaged as a result. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the touch panel unit of the visera elite iii video system center was black and nothing was displayed. The issue was found during preparation for use for a procedure that was completed with another device. There were no reports of procedural impact or patient harm.